Manufacturer narrative:
No further information is available.

Event description:
In review of published literature, these findings were noted: min bao, ph.d., hongyin li, m.d., guangyu pan, m.d., zhonghua xu, m.d. And qingyu wu, m.d., "central shunt procedures for complex congenital heart diseases", j card surg 2014;xx:1-5 published online 2014, doi: 10.1111/jocs.12343. Between april 2004 and november 2012, total 110 patients (median age, 11 months; median weight, 9 kg) with the complex congenital heart diseases were treated with the gore-tex grafts in the shunt operation, the graft size was determined primarily based on the patients' body weight prior to the operations. The article describes acute graft occlusion occurred in one patient (5-mm shunt size), which was identified by a decrease in oxygen saturation and echocardiography showing no shunt flow at day 10 and day 30 after the shunt procedure. The patient underwent a second operation with a satisfactory outcome.